Event description:
The device was replaced due to a field advisory and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.

Event description:
The device was replaced due to a field advisory. No patient complications have been reported as a result of this event. Further review of the device memory reports indicate the device was functioning at the time of explant.

Manufacturer narrative:
This report is based solely on device return and analysis. This device is part of the advisory for this model. Evaluation summary: testing revealed no atrial and no ventricular output conditions. The no output conditions were the result of lifted output bond wires. Further review of the device memory reports indicate the device was functioning at the time of explant. Impedance values measured at that time indicate the battery wire bond connection was intact. It is believed that bending from the explant process or the application of mechanical shock after the device was removed could cause this population of bondwires to lift. The device was replaced due to a field advisory. No patient complications have been reported as a result of this event. Further review of the device memory reports indicate the device was functioning at the time of explant. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications.